Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted during testing or in the pump trace download. Device was received with cracked select button keypad overlay, missing serial number label and missing end cap address label. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a replace battery now alarm and failed battery test alarm during normal use. It was mentioned the contacts of battery cap was missing/damaged. Blood glucose level at the time of the incident was not provided. The insulin pump will be replaced/returned for analysis.